Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, the lead was returned in two pieces for analysis. Visual inspection found an external insulation abrasion exposing the outer coil at the distal region. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.